Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was using a tandem-provided charging cable with a non-tandem provided wall adapter to charge the pump. Customer¿s blood glucose (bg) level due to the issue was displayed as "high", although a specific value was not given and had a ketone level that was identified as life threatening by the healthcare provider. Customer reported visiting the emergency room (ER) on either (B)(6) 2026 or (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. The customer was released from the ER on either (B)(6) 2026 or (B)(6) 2026. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.